Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was opened during a biliary metal stent implantation procedure due to bile duct carcinoma performed on (B)(6) 2013. According to the complainant, when the physician opened the device packaging, it was noted that the distal white dilation tip of the catheter was damaged and part of the stent cover was missing. The stent was not used in the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was received fully mounted on the delivery system. No issues were noted with the tip. It was noted that the catheter was kinked at the guidewire access port. Holes were noted in the stent cover at the distal end of the stent where pins are used during the coating process. During analysis the stent was able to be deployed without issue. Review and analysis of all available information indicated that this event was caused by handling of the device without patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was opened during a biliary metal stent implantation procedure due to bile duct carcinoma performed on (B)(6) 2013. According to the complainant, when the physician opened the device packaging, it was noted that the distal white dilation tip of the catheter was damaged and part of the stent cover was missing. The stent was not used in the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.